Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during an l4 to s1 case, the surgeon placed screws and rods at each level accordingly. When they proceeded to navigate the facet decortication trajectory, they noted the trajectory was going to intersect with the rod. The manufacturer representative stated that the physical tool was showing less than 5 mm deeper than what was projected on the screen. The representative suspects this inaccuracy may be due to spine manipulation after rods were placed. There was no patient harm and the procedure was not delayed.

Manufacturer narrative:
H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D4: UDI was updated. H6: the exports/logs were returned for clinical analysis. The analysis determined that cage placements before screw insertion may have contributed to discrepancies between registered and actual positions. To maintain registration accuracy, anatomical alterations should occur only after pedicle and facet drilling. Patient movement caused by spine manipulation, such as rod placement before facet fixation, is likely responsible for observed shifts and tool misalignment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.